Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having high blood glucose (in the 300mg/dl range). She was reportedly entering her carbohydrate information incorrectly into hr insulin pump. She declined troubleshooting. No equipment was returned. No additional information was reported.